Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redt4288 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC leaked, and on removal a split was observed. No other information was provided.

Event description:
It was reported that the PICC leaked, and on removal a split was observed. No other information was provided.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a split is confirmed and was determined to be use related. One 5 fr dual lumen powerpicc solo catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. A kink and circumferential split were observed in the catheter about 2 mm distal to the molded joint. The ink on the extension legs, molded joint, and the 1 cm and 4-9 cm depth markers were observed to be worn and faded. A spraying leak was observed emanating from the circumferential split in the catheter when the purple lumen was infused. A microscopic observation revealed the edges of the split were rough but mostly straight. The fracture surface of the split was found to have an uneven and granular texture. Whitening of the catheter material was observed at the edges of the split, and evidence of kinking was observed at the corners of the split as well as on the catheter surface opposite the split. The surface of the catheter material was observed to be slightly less lustrous leading up to the edges of the split. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The product IFU states: ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ a lot history review (lhr) of redt4288 showed no other similar product complaint(s) from this lot number.